Event description:
On (B)(6) 2013, the reporter stated that pump incompatibility was experienced with the use of the 50ml luer-lok syringe resulting in occlusion alarms. The patient only received 8-9 mls of the full 50ml intended dose of noradrenaline. Removal of the syringe was required and this resulted in hypotension due to the interruption of the infusion. Intermittent doses of phenylephrine were required while the new infusion of noradrenaline was prepared to be given. The new 50ml syringe with noradrenaline was given and no further complications were experienced. No other information is available at this time.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.